Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in israel using the alinity m sti assay, list number 9n17-91, which is the same/ similar to the alinity m sti assay, list number 9n17-95, which received FDA approval.

Event description:
The distributor reported discrepant results on the alinity m sti amp kit on behalf of the customer. Technical application specialist (tas) downloaded files from abbottlink. The customer tested test ID (B)(6), sample ID sid (B)(6), on (B)(6) 23 on the alinity m sti amp kit on alinity m instrument serial number sn (B)(6), and the result was positive for the chlamydia trachomatis (CT) target. The customer retested test ID (B)(6). The same sample tube sid (B)(6) on (B)(6) 23, on the alinity m sti amp kit on alinity m instrument sn (B)(6), and the result was negative. Both runs were valid and no errors were shown. The customer retested the sample four more times on both instruments and on the seegene platform with the following results: sn (B)(6). Sid (B)(6): positive (28.95), on (B)(6) 23, test ID (B)(6). Sid (B)(6): positive (29.32), (B)(6) 23, test ID (B)(6). Sn (B)(6). Sid (B)(6): positive (29.87) ,on (B)(6) 23, test ID (B)(6)/ seegene result was positive (30.43) on (B)(6) 23. There was no impact on patient management, and the customer is retesting samples on both instruments at the moment.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation was performed to determine if a potential product deficiency could be identified for alinity m sti amp kit (list 09n17-091) lot 381559 as this product was used by the customer and is suspected to be the cause of the false negative results. File sample evaluation for alinity m sti amp kit (list 09n17-091) lot 381559 was performed on 06/06/2023. The positive samples that were tested passed without any error codes and were interpreted correctly by the assay software. Moreover, there were no instances of false negative samples; therefore, the file sample evaluation for lot 381559 met the acceptance criteria and validity criteria. File sample testing for alinity m sti amp kit (list 09n17-091) lot 381559 received a disposition of passed with a 100% specificity for the test. Customer data review: the results logs were reviewed. The validity of the run containing the discrepant result was verified. The assay met specification requirements and no error codes or flags were displayed for the run controls. The amplification curves appear normal and exhibited normal amplification for the cycle threshold (CT) target as well as for internal control. The assay is performing as expected with correct interpretations. A product deficiency was not identified by this review. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m sti amp kit (list 09n17-091) lot 381559 (including its components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found that would indicate any issues which could have led to the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m sti amp kit (list 09n17-091) lot 381559 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. A product deficiency was not identified by this review. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. Lots 381559 (kit lot), 780375 and 780582 (component lots) were searched. The CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for lots 381559, 780375, and 780582. A product deficiency was not identified by this review. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant false negative result. The complaint history review did not identify any additional complaints related to the reported issue for alinity m sti amp kit (list 09n17-091) lot 381559. Complaint trending was reviewed. A trend violation was not identified, and the upper control limit was not exceeded for product 09n17. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sti amp kit (list 09n17-091) lot 381559 was not identified.

Manufacturer narrative:
Corrected d2 from lsl to qep.